Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on may 18, 2018 with blood glucose of 28 to 41 mg/dl at the time of the incident. The customer was at 324 mg/dl at the time of the call, and 244 mg/dl before they went to bed and woke up low. The customer used food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Customer believes the pump is over delivering as they were low for 3 days in a row. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime, compromised force sensor test, self test and excessive no delivery test. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The unit passed the delivery accuracy test. The device was received with intermittent button response due to flattened button dome switch. No moisture damage on keypad traces noted. Keypad connector was fully locked.